Manufacturer narrative:
This supplemental report is being submitted to provide the results of the olympus endoscopy support specialist (ess) investigation. On july 31, 2017, the user facility declined the ess reprocessing in-service training.

Manufacturer narrative:
As part of our investigation, olympus made multiple follow-ups with the user facility by telephone and in writing in an attempt to gather more detailed information on the reported event, but only limited information was provided. The scope has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time. In addition, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and provide a reprocessing training. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that a total of six scopes (3 tjf-q180v and 3 unspecified scopes) and one olympus brush (bw-412t) culture have tested positive for bacillus. It was further reported that only one tjf-q180v (sn# (B)(4)) continues to test positive for bacillus and the other tjf scope cultures are now negative. There was no patient involvement with the scopes. This is 3 of 7 reports.